Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due t o the patient twiddling the device and due to an infection. The patient was treated with antibiotics and the ICD system was replaced and downgraded to a implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.